Event description:
The user facility reported a patient with an acute myocardial infarction was initially implanted with an impella cp and escalated to an impella 5.5 device. Three days after start of support a small leak was noted at distal end of the purge side arm where it connects to the patient side of the driveline. Purge flow and purge pressure are within normal limits. The leak is being monitored. The patient continues on mechanical circulatory support with the device and is noted to be in stable condition. There was no report or indication of patient harm as a result of this event.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
B1 revised to reflect both adverse event and product problem based on the additional information received from the clinical site. B2 revised to reflect death and required intervention based on the additional information received from the clinical site. B5 revised to reflect the additional information received from the clinical site. D6b explant date added h1 type of event revised to death based on the additional information received from the clinical site. H6 health effect - clinical code, health effect - impact code, and medical device problem code revised to reflect the additional information received from the clinical site. Instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
Additional information was received from the clinical site that the patient was on impella 5.5 support for over two months. The patient was not a candidate for advanced therapies. While on impella support the patient experienced arrhythmias, thrombocytopenia, and septic shock was suspected requiring levo to be increased. The patient had a stroke that occurred after starting on an anticoagulant. The impella also encountered some suctions and p-level was lower. The impella had high purge pressure alarms that were resolved with lysis therapy. The patient expired while on impella support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Log review confirmed that the purge flow and purge pressure remained within normal limits. The root cause of the pump purge leak was most likely a damaged sidearm but the exact location of the leak is unknown without the returned product. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ a.5 revised race as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26048. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26048. H.10 added instructions for use as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26048.